Manufacturer narrative:
Based on the information received, no conclusions can be made. Review of medical records provided finds a patient with a surgical history significant for multiple abdominal surgeries including previous hernia repairs. Approximately, two months post implant a CT scan showed a fluid collection "likely representing a seroma." Seroma formation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. This emdr represents the ventralex st mesh (device #2). An additional emdr was submitted to represent the ventralex mesh (device #1). Not returned.

Event description:
Per provided medical records: (B)(6) 2014 - patient was diagnosed with incarcerated umbilical hernia was scheduled for laparoscopic-open repair using a bard/davol ventralex mesh. Per operative notes: abdominal omental adhesions which were incarcerated into the umbilical hernia were taken down, another hernia 1-1.5cm was noted lateral to the right-side and adhesions were taken down. A second hernia was then noted. At this point, pneumoperitoneum was decreased, a transverse incision was made in the infraumbilical area, carried down till the area of the umbilical hernia. There was hernia just lateral to that. ¿then I opened the peritoneal cavity and all the materials have been dissected from this area and I used an 8 cm ventrio (ventralex mesh based on product identifiers) (device #1) in place and placed it with straps and attached this to the fascial defect and closing this with the use of 0-vicryl sutures, suturing the mesh in place.¿ 15-jul-2015 - patient presented with epigastric pain, nausea, heartburn, melena and dizziness. CT abdomen & pelvis showed fat-containing umbilical/ventral hernia and larger compared with a prior study, and a second hernia more inferiorly, larger, also containing omental fat. Possible inflammation and diverticulosis noted. (B)(6) 2015 - patient was scheduled for laparoscopic surgery. Per the operative notes, ¿the mesh (#1) had pulled away from the abdominal wall allowing material to come up around the mesh. Once this has come up around the mesh, then omentum was pushed into this area. At the time of laparoscopy today, I took the adhesions down and pulled the material away from the abdominal wall and this left the mesh just lying there with an opening on the side and, therefore, I resutured this with suturing and tacking this all the way around so that it would not pull away any further.¿ (B)(6) 2015 - patient had a hospital visit for epigastric pain. (B)(6) 2016 ¿ patient visited hospital for periumbilical pain and diarrhea. CT abdomen/pelvis showed small hiatal hernia, a ¿tiny density in the peri-umbilical region measuring 12.4 mm which may represent residual or recurrent hernia¿, colitis/early diverticulitis. (B)(6) 2017 - patient had symptoms of pain below the left umbilicus, was diagnosed with suture-type recurrent incisional hernia and underwent repair. Per operative notes: ¿hernia sac was encountered just inferior into the left of the umbilicus. It was circumferentially controlled. There was omentum incarcerated within the hernia sac¿ and excised. Fascial defects approximately a centimeter in diameter. I elected to repair the fascial defect with ventralex (st) patch. A 1.7-inch ventralex (st) patch (device #2) was selected. It was soaked in bacitracin saline solution¿ it was inserted into the abdomen and anchored to the fascia with interrupted 2-0 prolene sutures.¿ note: there was no mention of the previously placed ventralex mesh (device #1) during this procedure. On (B)(6) 2017 - patient underwent CT abdomen and pelvis for mid-lower abdominal pain. Mild diverticulosis and a 5x2.3 cm fluid collection, likely representing a seroma and a mesh was noted in the anterior abdominal wall. No hernia recurrence was reported. (Note, the medical records provided do not specify the mesh #1 or #2).